Event description:
Patient had an IV started in right ac (acromioclavicular joint) for procedure (bone marrow biopsy). IV inspected for patency pre & post procedure and no issues seen. Rn went to disconnect the IV upon discharge. Found the tubing disconnected from the spin-lock connector at the end of the tubing. Lot #0061742985 pulled from p&d (processing and distribution) & all nursing areas at all facilities. Vendor notified & tubing to be sent to b-braun for quality review.